Manufacturer narrative:
Initial reporter alternate email address:(B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The status of the device is unknown.